Event description:
It was reported that during the course of transfusing two units of filtered packed red blood cells hematuria was visually observed. A specimen of recipient's blood was sedimented, and displayed (visually) color, indicative of hemoglobinemia. The observation of hematuria was made two units into a planned 4 unit transfusion. Inspection of the segments from these two units showed them to be grossly hemolyzed. The blood units had been irradiated prior to transfusion. The blood bank screened units to find substitutes for units three and four, which were transfused, after which the hemoglobin was cleared from the pt. No other clinical effects were noted.